Event description:
On an unreported date, the patient was sleepy, not feeling well and a little bit more twitchy. A critical alarm was heard. Telemetry confirmed a critical alarm was occurring. The pump alarmed on (B)(6) 2014. The alarm was due to a motor stall. The stall was constant. The logs showed the stall occurred (B)(6) 2014 and no recovery was noted in the logs. Magnetic influences were ruled out. Patient was receiving intrathecal baclofen 190 mcg/ml; dose 70.3 mcg/day and morphine 25 mg/ml; dose 9.25 mg/day via an implanted pump. The patient went to the physician office on (B)(6) 2014 and was turned away and told to return at the refill date on (B)(6) 2014. The plan was to contact the physician first thing in the morning and request the patient return and have the pump read. The patient was advised to go to the emergency room (ER) if any symptoms of withdrawal occur. It was planned to perform diagnostic testing or troubleshooting in the future. Patient status at time of this report was alive; no injury. At a later date it was reported that the patient started to have an extreme amount of pain and the physician wasn't in to give the patient a script and the nurse practitioner (np) wouldn't. Another physician planned to replace the pump. The patient¿s family brought the patient to the emergency room (ER). The physician planned to see the patient in the ER. Per reporter pump had gone out 22 months earlier than expected. The patient visited a hospital this past weekend and was referred to see an alternate physician. The patient was; however, searching for an alternate physician to replace the pump. It was later reported that a physician had changed the pump dose to a minimum rate and was scheduling a pump replacement. As of (B)(6) 2014 additional information the patient had not been scheduled yet for replacement.

Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n181647, implanted: (B)(6) 2009, product type: accessory. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4)

Event description:
Additional information reported the pump was explanted and replaced on (B)(6) 2014. It was noted a stall occurred on (B)(6) 2014, and the stall never recovered. The patient experienced pain and itchiness. The patient status was noted as alive with no injury. Additional information reported there was a tube set message in the logs.

Manufacturer narrative:
Analysis of the pump, serial number (B)(4), found pump motor gear train anomaly, corrosion and-or wear and-or lubrication. Analysis found pump motor gear train anomaly, stall due to shaft bearing. Analysis found pump motor gear train anomaly stall due to gear wheel 3.

Event description:
It was later reported that the patient was being managed with oral medication and waiting to be put on the surgery schedule for a pump replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.